Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, the procedure was aborted due to a failure of thermocouple p1, resulting in no ablation being possible during the entire procedure. The patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012997915 and data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p1 electrode in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing a broken wire at p1. In conclusion, the reported temperature sensor fault error was confirmed through data analysis. The catheter failed the returned product inspection due to an open circuit. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.